Event description:
It was reported that high lead impedance was registered on the patient's vns system. The patient underwent a full vns replacement surgery on (B)(6) 2016 relating to battery depletion and a likely lead discontinuity. The explanting facility will not return explanted devices to the manufacturer, so product return is not expected. No additional pertinent information has been received to date.